Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of pump set port damaged could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer reported a patient who was going to be given anti-d immunoglobulin for rh incompatibility, through the port available in the pump set, was found wrapped with skin tone micropore, which when uncovered, was observed to be damaged and began to return blood and the solution. The event occurred during patient use, no one reported harmed as a result of this event.

Manufacturer narrative:
The device is not available for evaluation; device history review pending. E1 - (B)(6).